Event description:
The customer reported that they had an issue with a m1 that dropped downward with patient as it was being removed from a vehicle. The customer reported that the stretcher was being used in a converted land rover. During removal of the patient and stretcher, the first leg deployed but the second leg allegedly failed to do so, causing the whole stretcher to drop downward. It was further reported that the patient did sustain an unspecified injury.

Manufacturer narrative:
It was confirmed by the user facility that there was no patient involvement or user harm. A visual and functional inspection was performed by the field service representative, it was found that the device functioned to specification and no defects were found.

Event description:
The customer reported that they had an issue with a m1 that dropped downward with patient as it was being removed from a vehicle. The customer reported that the stretcher was being used in a converted land rover. During removal of the patient and stretcher, the first leg deployed but the second leg allegedly failed to do so, causing the whole stretcher to drop downward. It was further reported that the patient was not injured.